Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited low impedance measurements. Deformation and elongation of the positive electrode coil was clearly identified when the lead was checked visually during a device changeout procedure. The lead remains in use. No patient complications have been reported as a result of this event.